Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the heavily calcified right coronary artery. The physician used a taxus express2 2.75x16mm drug eluting stent in an attempt to treat the target lesion. After about 3 1/2 hrs, due to an extremely difficult case, the physician was unsuccessful and removed the device. A stent strut was found to be folded. The procedure was not completed due to this event. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.